Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the surgeon confirmed that the moving part of the handle with quick coupling that connected to the screwdriver shaft was looser than the one the hospital owned. The surgeon complained that the handle with quick coupling in question slightly moved more than necessary. The handle with quick coupling has not been used for surgery since it was purchased. No further information is available. This report is for one (1) handle w/quick-coupl l110. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the coupling connected to the screwdriver of handle w/quick-coupl l110 does not perform a correct operation, the component presents resistance when moving, this condition is possible cause for unable to assemble report. A functional test could not be performed as the mating devices were not returned. No other problems was reported. A dimensional inspection was not performed for the handle w/quick-coupl l110 due to inaccessibility of the internal components without destruction of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle w/quick-coupl l110 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part # 311.430, lot # 138p007: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.